Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a laparoscopic assisted vaginal hysterectomy procedure, it did not staple or cut completely. The case was completed by the unplanned removal of the right ovary tube.